Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was an unknown surgery (l3 to s2) performed for lumbar degenerative spondylolisthesis on november 30, 2022. Cement augmentation was performed with the screw and cement at l3 to l4. Cement injection took place in sequence as follows: 9 minutes after cement mixing, 1.5 cc cement was injected into right l3. 11 minutes after cement mixing, 1.5 cc cement was injected into right l4. 13 minutes after cement mixing, 1.2 cc cement was injected into left l4. When the surgeon tried to inject the cement, cement slightly leaked from left l4. Leakage outside the vertebral body was confirmed, so that it seemed to be a segmental vein. The surgery was completed successfully without any surgical delay. The patient was reported to be stable. No further information is available. (B)(4) are involved with the same event. (B)(4) (depuy spine): screw. (B)(4) (synthes spine): cement. The surgery was completed successfully without any surgical delay. This report involves one vertecem v+ cement kit. This is report 1 of 1 for (B)(4).